Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual inspection showed multiple signs of wear and tear at the lead body. The insulation was damaged due to abrasion, especially in the proximal area (16 cm and 18 cm distal of the df-1 connector pin). This damage is with high probability the cause of the oversensing. The position and kind of the abrasions are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 57 months after the implantation, ventricular oversensing was reported.